Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, "there was a leak in the sheath." The sheath was not replaced, however, the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the patient data files did not show system notices or issues for the date of event with catheter 2af283/59405-62 which was used for thirteen injections. The flexcath sheath 4fc12/41105 was not returned for investigation. In conclusion, the leaky sheath was unable to be confirmed through investigation as it was not returned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.